Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. The physician performed an MRI and determined that the aus balloon was empty. The aus was explanted and replaced with a new aus with a smaller cuff. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.